Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 550:320:659 was not confirmed during service evaluation. Upon review of the event history log, the quality engineer has confirmed the reported problem to be failure code 550:320:654. The assignable cause was a defective speaker. The main speaker was replaced to correct the reported condition. Additional information: the user software version is 5.09.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
The facility representative reported a colleague infusion pump with a 550:320:659:0000 failure code. It is unknown when this condition occurred in biomed testing. This condition could have interrupted delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version of this pump is currently unknown.